Event description:
It was reported that the attending physician used a tracheotomy tube and accessories to perform a tracheotomy on a 63-year-old-male-patient and suctioned sputum as needed to prevent lung infection. When the tracheotomy tube was opened to check the airbag, it was found that the airbag was leaking, which posed a great risk of use and could not be used. A new tracheotomy tube was immediately replaced. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no product was returned for evaluation. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.